Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes d10: returned to manufacturer on: 06jun2023 h6: investigation summary unable to perform complaint lot history check due to an unknown lot number for needle clog. The occurrence is unknown since the lot number is unknown. This will be considered the 1st related complaint for guidance on the investigation. Investigation summary: customer returned one open pen needle loose without teardrop label. It was reported by the distributor that the needle is blocked. Clogged cannula was discovered after a clog test. Wire test was performed, the wire could not be pushed through the cannula from one end to the other during the wire test that was conducted on both sides of the cannula. The blockage in the cannula could not be removed despite repeated attempts because the wire could not sustain the force. No DHR review can be carried out as lot number is unknown. Confirmed: based on the return samples, embecta was able to confirm the customer indicated issue. Root cause cannot be determined as the blockage could not be removed and samples return were open. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the unspecified bd¿ pen needle was partially blocked. The following information was provided by the initial reporter: needle partially blocked.

Event description:
It was reported that the unspecified bd¿ pen needle was partially blocked. The following information was provided by the initial reporter: needle partially blocked.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown. Manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections and the franklin lakes FDA registration number has been used for the manufacture report number.